Event description:
Account alleged that the head of the bed will not raise electrically or manually. No patient impact.

Manufacturer narrative:
Technician attempted to raise the head of the bed electrically and manually. The motor activates, but the head of the bed does not raise. Technician checked the hoses and cylinders for hydraulic leaks and there were none. Technician checked the voltage at the head up coil. The technician replaced the valve solenoid cartridge to resolve the issue.